Manufacturer narrative:
Section a4: pt weight is unknown at this time date of event is unknown.

Event description:
It was reported that patient had surgical intervention to change device location due to discomfort at implant site on (B)(6) 2025. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.